Event description:
Information received indicates the brake is not holding at the head end of the bed.

Manufacturer narrative:
The technician found the nut and bolt missing from brake linkage. He reinstalled the nut and bolt on the brake linkage to repair the bed.